Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a display issue occurred. A ce rotablator was selected for use. During the procedure, it was noted that console failed to display the rpm at high speed settings, but showed the rpm at low speed settings. There were no patient complications.